Manufacturer narrative:
(B)(4). Currently pending evaluation of the incident and of the device.

Event description:
Low battery was reported during a deployment where the subject was not resuscitated.